Event description:
It was reported that the patient presented in backup vvi. The previous measured data in 2008, was 2.64 v, 7 ua and 10.5 k ohms with an estimated 0.25 to 0.5 years remaining longevity. The hardware elective replacement indicator (eri) byte was checked and indicated that the device had not reached eri. Several downloads were unsuccessfully attempted, and the device was changed out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.